Event description:
Revision due to premature loosening of the glenoid component approximately one year post operatively.

Manufacturer narrative:
MFR is currently following up regarding the availability of the device for evaluation. This event was also reported by the user on medwatch uf/importer report (B)(4).